Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, a "system error" message appeared. The pt was manually ventilated and transferred to alternate ventilation. There was no negative or serious pt consequences reported.